Event description:
It was reported that this right ventricular (rv) was part of a system revision due to infection with pocket erosion at incision. There were no additional adverse patient effects reported. This rv was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).